Event description:
Patient had laparoscopic surgery in 2009 using kii shielded bladed access system. At approx 2 weeks later, pt returned to surgery for removal of foreign body, which was a clear plastic hollow tube, approx 1 inch long. Object appears to match threaded 5mm clear plastic sheath cover that is packaged with kii shielded bladed access system as a cover over the tip of the trochar.